Event description:
Consumer reported purchasing a sof-tact blood glucose monitor that contained a dirty cover. The alleged contamination in the cover was believed to be blood. The monitor was not used by the consumer. There was no report of death, serious injury or mistreatment associated with this event.